Event description:
It was reported that the patient presented to the clinic and the right atrial lead was noted to be fractured. The lead was explanted and replaced. The patient's condition post procedure was stable.

Manufacturer narrative:
.